Manufacturer narrative:
The initial MDR 2432235-2016-00619 was filed on october 11th, 2016. Additional information (10/12/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. The data indicated there was a bent reagent probe 3, which is utilized by the hbsagii assay. There were no other mechanical observations made as a result of the total service check. The engineer recalibrated the hbsagii assay post-service and observed that the relative light units were now more aligned with how they were historically. The cause of event is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on september 16th, 2016, due to (B)(6) quality control (qc) results. The customer stated that on (B)(6) 2016, (B)(6) results were obtained with the (B)(6) method. The customer stated that all qc was in range prior to running the patient samples, and all maintenance was up to date. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse completed a total service call. The cse found several probes bent and a calibration that had elevated relative light units (rlu's) compared to what the customer has previously been running. The cse replaced all three reagent probes, verified configurations of all three probes, and made adjustments to probes 1 and 3. The cse verified the sample probe and ancillary probe configurations. The cse then performed a new calibration for the (B)(6) method using a new reagent and ancillary pack, after which the rlu's resulted close to a previous calibration's rlu's. The cse ran qc and results were acceptable. The cse ran a precision run of ten replicates of qc material, and results were acceptable. The customer then ran their daily qc and results were acceptable. The cause of the (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on more than eighty patient samples on the advia centaur xp instrument. The discordant results were not reported to the physician(s), as the customer's laboratory information system held the results due to being high. The samples were repeated in duplicate on the same instrument, resulting (B)(6). The (B)(6) results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.